Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-pc, upn: m365db1140s0, model: db-1140-s, serial: (B)(6), batch: (b)(6.

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed that the lead was placed sub-optimally, and the patient then underwent a revision procedure where the left lead extensions was replaced. The patient did well post-operatively. Additional information was received that the patient had a magnetic resonance imaging (MRI) taken and is doing well.

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed that the lead was placed sub-optimally, and the patient then underwent a revision procedure where the left lead extensions was replaced. The patient did well post-operatively. Additional information was received that the patient had a magnetic resonance imaging (MRI) taken and is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed that the lead was placed sub-optimally, and the patient then underwent a revision procedure where the left lead extensions was replaced. The patient did well post-operatively.